Event description:
A surgeon reported that a pt has had chronic uveitis and inflammation in the anterior chamber since intraocular lens (iol) implant surgery one year ago. The pt had no history of ocular inflammation prior to surgery. In a follow-up, the surgeon reports that the cornea has been clear, visual acuity has varied and slight macular edema has been observed. Due to conservative medication therapy, the signs of inflammation improve but continue to recur.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B) (4). (B) (4).